Event description:
The procedure was a stenting of an av fistula. The first everflex stent was deployed and bunched up at the end . It was followed by a second protege everflex stent to complete coverage of the area. That stent completely accordioned upon deployment. Please reference MDR 2183870-2013-00104 for the other everflex stent used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.